Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 11mm x 4mm. It was reported that the patient underwent pipeline embolization on (B)(6) 2013 involving two overlapping pipelines that required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition at their juncture location. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77500-16 / lot: 9690358 / dom: 01/09/2013 / exp: 11/27/2015. (B)(4).